Manufacturer narrative:
The ventilator was investigated on-site. The nozzle unit of the air gas module was defective. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator leaked due to a damaged nozzle unit in the air gas module. There was no patient harm. Manufacturer's ref #: (B)(4).